Event description:
Customer reported that the insulin pump alarmed button error during bolus and they were unable to clear it. Customer's blood glucose reading at the time of the call was 190 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent response on the express bolus and esc button due to corroded keypad traces. No button error alarm during testing. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.